Manufacturer narrative:
On b)(6) 2020, the patient had a new sample collected and the hcg result was 500.0 miu/ml. Due to this result, the customer determined the repeat hcg result of 181.7 miu/ml on (B)(6)2020 was correct for the patient. The investigation confirmed the customer's calibration and qc data were acceptable. The field service engineer performed system adjustments and precision testing. The precision testing results were ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 6000 e 601 module. Before patient testing, the hcg qc was acceptable. On (B)(6) 2020, the patient's initial result was reported outside the laboratory. On (B)(6) 2020, the customer performed repeat testing with the patient's sample for confirmation. The patient's initial hcg result was 27.18 miu/ml, and the patient's repeat result was 181.7 miu/ml. The hcg reagent lot number was 45406003 with an expiration date of 31-may-2021.